Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had a bent tip and the nose cone came off of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force, which caused the pins that hold the cone to break. This was further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the craniotome device came apart. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.